Event description:
A litigation notice was received where the spouse reported noticing the oxygen concentrator was not producing oxygen and sought assistance for pt who was eventually transported to the hospital.